Manufacturer narrative:
The customer states that the provue analyzer interpreted a false negative reaction for the rh d antigen of a donor sample. Customer repeated the test in manual gel using the same lot of cards, reactions were negative. The weak d test performed in tube method gave a 1+ reaction, confirming weak d status of the donor. An ocd field engineer visited the site on 11/17/2004 and investigated issues that may cause a possible false negative reaction. He checked the camera alignments, centrifuge timing and speed. All test verified that the instrument was functioning within the specifications. The fe found that the probe was bent and replaced it. No definitive root cause for the false negative result could be identified. Labeling cautions; in some instances where confirmation of d-negative antigen status is required; negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing. False negative test results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. Variations in cell concentration can markedly affect the sensitivity of test results. When cells are too low in concentration they become difficult to visualize and in extreme cases a weak positive can fail to be detected. The misclassification of a d positive donor as d negative may result in a life-threatening situation since this may lead to inadvertent rhd alloimmunization in the rh negative recipient. Based on the available information, the incident is most likely sample related, as the donor is a weak d sample, reacting negative in gel and positive with weak d confirmatory testing. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
The customer states that the provue analyzer interpreted a false negative reaction for the rh d antigen of a donor sample using the mts abd monoclonal grouping gel card.